Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer's blood glucose was 400 mg/dl due to a bent infusion set cannula. The patient did not mention how he treated the high blood glucose. The insulin pump was not returned for analysis.